Event description:
It was reported that the patient was unable to set their ipg into MRI mode and received the message "MRI is not advised, there may be a problem with the implanted leads" upon further investigation, system diagnostics recorded high impedances on the left lead, and both leads had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted, and the right lead was replaced.